Event description:
A pt who received a stem and bipolar subsequently presented with an anatomic dislocation. A closed reduction was attempted by a resident who caused a prosthetic dislocation. This action is strictly contraindicated in the bipolar product insert.